Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was failing. Customer's mother stated the device was not delivering any insulin and it did not alarm. Blood glucose was 553 mg/dl. Customer was experiencing symptoms of high but they were not specified. Customer was hospitalized and was treated with insulin. The drive support cap was reported normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct and no delivery alarm was noted. High pressure test was not performed as device had alarmed no delivery several times. Customer stated the device did not sound when alarm occurred. Self test was performed and device passed. No further information reported.